Manufacturer narrative:
The referenced (B)(6) 2015 pump exchange was reported under medwatch MFR report #2916596-2015-01013. (B)(4). Approximate age of device ¿ 83 days. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a clinic visit on an unspecified date in (B)(6), the patient had an abrupt spike in the lactate dehydrogenase (ldh) level from the 400's u/l to the 1000's u/l. On (B)(6) 2015 the patient presented to a local hospital with acute shortness of breath, severe limitation in daily activity and chest pain. The symptoms improved somewhat with lasix. The patient's maximum troponin level was 0.3 ng/ml. The patient was transferred to the implanting center for evaluation of possible pump thrombosis. During a transesophageal echocardiogram (tee), it was reported that the patient suddenly decompensated requiring emergency placement of femoral-femoral veno-arterial extracorporeal membrane oxygenation (ECMO). It was reported that pump thrombosis was confirmed during the tee. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: evaluation of vad-(B)(4) revealed a deposition in the proximal rotor and outlet stator. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, the depositions were partially obstructing the blood flow path and could have contributed to the reported thrombus symptoms. The proximal side of the rotor revealed white, tissue-like deposition. The thrombus appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was in operation. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed red/white, tissue-like deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.